Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The freestyle neo meter optium will perform in accordance with specifications for a period of no more than 5 years from the original date of purchase. As the manufacturing date of this product is before 2016, it has been in distribution beyond its useful life. It is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required for the meter. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced dizziness. Customer was unable to self-treat and was treated with a glass of water with sugar in it by non healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.